Event description:
Related manufacturer reference number: 2017865-2022-12082. It was reported that the patient presented in the emergency room. Upon interrogation, the right ventricular lead exhibited failure to capture and high pacing impedance, and the patient's pacemaker failed to deliver back-up pulse. Programming changes were made. No patient symptoms were reported.